Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motor position encoder error alarm and operating currents due to motor error alarms. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 233 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was exposed to an MRI machine. The device alarmed motor position encoder error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.